Manufacturer narrative:
(B)(4). Device evaluated by manufacturer- it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a coronary artery drug-eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified mid left anterior descending (lad) artery. A 2.25x15mm non-bsc balloon was used to pre-dilate the lesion but the stenosis remained at 90%. The physician attempted to ivus, however he was unable to cross the lesion with the non-bsc ivus catheter. The non-bsc balloon was re-advanced and inflated 3 times, however the non-bsc ivus catheter still did not cross. The physician advanced a 16x2.50mm taxus liberte stent delivery system (sds) and it did not cross the lesion. The device was examined outside the patient and it was noted that the tip was 'damaged' and the stent struts were flared 'slightly'. The procedure was completed with a 2.5x23mm promus sds. There were no patient complications and the patient's current condition is listed as "good".